Manufacturer narrative:
A ge svc rep performed an onsite investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys intermittently lost functionality while attempting to boot. No pt or user injury was reported.